Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully-covered stent was implanted on (B)(6) 2011 as part of the e7016 wallflex biliary (B)(4) clinical trial. According to the complainant, the stent was implanted within the mid-bile duct. On (B)(6) 2011, the patient developed cholecystitis. The type of treatment administered was not provided. The stent remains implanted. The event is considered resolved without residual effects. Note: the following information was reported to bsc on (B)(6) 2011: according to the complainant, the patient was diagnosed with chronic pancreatitis in (B)(6) 2010. On (B)(6) 2011, liver function tests were performed and the results were recorded. On (B)(6) 2011, a baseline biliary obstructive symptoms assessment was performed and no symptoms were noted. A pre-study stent cholangiogram revealed a mid-biliary stricture. On (B)(6) 2011, the patient underwent biliary stent placement for the mid-biliary stricture. A sphincterotomy was not performed during this procedure as one had been performed prior to the stent placement. The stricture had been previously dilated with a plastic stent. The plastic stent was removed prior to the study stent placement. The stent was deployed in a satisfactory position across the stricture. The patient was treated as an inpatient and discharged on (B)(6) 2011. On (B)(6) 2011, the patient experienced fever/chills as well as abdominal pain radiating to the back. On (B)(6) 2011, the patient experienced exacerbation of the pain symptoms with the pain shifting to the right upper abdomen with continuation of fever. On (B)(6) 2011, the patient presented to the ER with fever and abdominal pain and was admitted. CT revealed moderate cholecystitis with subcapsular hematoma and free fluid. The patient was treated medically and was recommended for future percutaneous gallbladder drainage. On (B)(6) 2011, the event was considered resolved without residual effects and the patient was discharged. Per the investigator, the relationship of the cholecystitis event to the study stent placement is considered highly probable.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully-covered stent was implanted on (B)(6) 2011 as part of the e7016 (B)(4) study clinical trial. According to the complainant, the stent was implanted within the mid-bile duct. On (B)(6) 2011, the patient developed cholecystitis. The type of treatment administered was not provided. The stent remains implanted. The event is considered resolved without residual effects. Note: the following information was reported to bsc on (B)(6) 2011: according to the complainant, the patient was diagnosed with chronic pancreatitis in (B)(6) 2010. On (B)(6) 2011, liver function tests were performed and the results were recorded. On (B)(6) 2011, a baseline biliary obstructive symptoms assessment was performed and no symptoms were noted. A pre-study stent cholangiogram revealed a mid-biliary stricture. On (B)(6) 2011, the patient underwent biliary stent placement for the mid-biliary stricture. A sphincterotomy was not performed during this procedure as one had been performed prior to the stent placement. The stricture had been previously dilated with a plastic stent. The plastic stent was removed prior to the study stent placement. The stent was deployed in a satisfactory position across the stricture. The patient was treated as an inpatient and discharged on (B)(6) 2011. On (B)(6) 2011, the patient experienced fever/chills as well as abdominal pain radiating to the back. On (B)(6) 2011, the patient experienced exacerbation of the pain symptoms with the pain shifting to the right upper abdomen with continuation of fever. On (B)(6) 2011, the patient presented to the ER with fever and abdominal pain and was admitted. CT revealed moderate cholecystitis with subcapsular hematoma and free fluid. The patient was treated medically and was recommended for future percutaneous gallbladder drainage. On (B)(6) 2011, the event was considered resolved without residual effects and the patient was discharged. Per the investigator, the relationship of the cholecystitis event to the study stent placement is considered highly probable. Additional information received since (B)(6) 2011. According to the complainant, on (B)(6) 2011, the patient presented to the ER with a fever and was admitted. The patient experienced a fever of 38.7c during the morning of the admission. Upon admission, the fever was noted to be 37.1c while using paracetamol. The patient did not complain of any other symptoms. An ultrasound was performed and revealed fluid collection in the liver, slender bile ducts, and an unremarkable gallbladder. A radiology exam ruled out abscess due to the absence of hyperemia and the extensive septation in the short period since the previous CT. However, it was later determined that there was a liver abscess but the physical symptoms were masked by the patient's use of prednisone. A biopsy of the lesion was performed as part of the treatment plan. On (B)(6) 2011, the event was considered resolved and the subject was discharged. This event was originally reported as unrelated to the study stent by the investigator, but the event was assessed as related to the study stent by the independent medical reviewer on (B)(6) 2011. Adjudication results: for the event of 'cholecystitis' with an onset date of (B)(6) 2011, the adjudication results determined that the event was related to the study stent as the cholecystitis developed within three days of stent placement. For the event of 'fever due to abscess in liver' with an onset date of (B)(6) 2011, the adjudication results determined that the event was related to the study stent as the cholecystitis developed within three days of stent placement with possible liver abscess.

Manufacturer narrative:
The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully-covered stent was implanted on (B)(6), 2011 as part of the (B)(4) wallflex biliary fc benign stricture study clinical trial. According to the complainant, the stent was implanted within the mid-bile duct. On (B)(6), 2011, the patient developed cholecystitis. The type of treatment administered was not provided. The stent remains implanted. The event is considered resolved without residual effects. Note: the following information was reported to bsc on (B)(6), 2011: according to the complainant, the patient was diagnosed with chronic pancreatitis in (B)(6) 2010. On (B)(6), 2011, liver function tests were performed and the results were recorded. On (B)(6), 2011, a baseline biliary obstructive symptoms assessment was performed and no symptoms were noted. A pre-study stent cholangiogram revealed a mid-biliary stricture. On (B)(6), 2011, the patient underwent biliary stent placement for the mid-biliary stricture. A sphincterotomy was not performed during this procedure as one had been performed prior to the stent placement. The stricture had been previously dilated with a plastic stent. The plastic stent was removed prior to the study stent placement. The stent was deployed in a satisfactory position across the stricture. The patient was treated as an inpatient and discharged on (B)(6), 2011. On (B)(6), 2011, the patient experienced fever/chills as well as abdominal pain radiating to the back. On (B)(6), 2011, the patient experienced exacerbation of the pain symptoms with the pain shifting to the right upper abdomen with continuation of fever. On (B)(6), 2011, the patient presented to the ER with fever and abdominal pain and was admitted. CT revealed moderate cholecystitis with subcapsular hematoma and free fluid. The patient was treated medically and was recommended for future percutaneous gallbladder drainage. On (B)(6), 2011, the event was considered resolved without residual effects and the patient was discharged. Per the investigator, the relationship of the cholecystitis event to the study stent placement is considered highly probable. Additional information received since (B)(6), 2011. According to the complainant, on (B)(6) 2011, the patient presented to the ER with a fever and was admitted. The patient experienced a fever of 38.7c during the morning of the admission. Upon admission, the fever was noted to be 37.1c while using paracetamol. The patient did not complain of any other symptoms. An ultrasound was performed and revealed fluid collection in the liver, slender bile ducts, and an unremarkable gallbladder. A radiology exam ruled out abscess due to the absence of hyperemia and the extensive septation in the short period since the previous CT. However, it was later determined that there was a liver abscess but the physical symptoms were masked by the patient's use of prednisone. A biopsy of the lesion was performed as part of the treatment plan. On (B)(6), 2011, the event was considered resolved and the subject was discharged. This event was originally reported as unrelated to the study stent by the investigator, but the event was assessed as related to the study stent by the independent medical reviewer on (B)(6), 2011. Adjudication results: for the event of 'cholecystitis' with an onset date of (B)(6), 2011, the adjudication results determined that the event was related to the study stent as the cholecystitis developed within three days of stent placement. For the event of 'fever due to abscess in liver' with an onset date of (B)(6), 2011, the adjudication results determined that the event was related to the study stent as the cholecystitis developed within three days of stent placement with possible liver abscess. Additional information received since (B)(6), 2011. The following information pertains to the event of 'fever due to abscess in liver' with an onset date of (B)(6), 2011. According to the complainant, the patient first presented at the first aid department due to general malaise and a fever up to 38.5c. An ultrasound was performed. There was no mention of dilated biliary radicals; however, a subcapsular collection was seen and diagnosed as most likely being a hematoma. The collection was punctured and clear, yellowish fluid (bile) was aspirated. The cultures remained negative. Based on this information, it was determined at that time that it was not an abscess. Bilirubin was measured and found to be normal (7) and ggt was elevated up to 251. Recently, it was discovered that a mass has developed, which was found to be a malignancy. It was reported that the patient will undergo the appropriate treatment for the malignancy.

Manufacturer narrative:
Additional information received since (B)(6) 2011.

Manufacturer narrative:
Additional information received since (B)(6) 2011. Study source: (B)(4) clinical trial. A visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. This device was used as per the boston scientific wallflex biliary fc benign stricture study protocol to assess the safety and performance of temporary placement of the wallflex biliary rx fully covered stents as a treatment of biliary obstruction resulting from benign bile duct strictures. Fever, pain, and cholecystitis are listed as potential complications in the directions for use (dfu). Therefore, the most probable root cause classification is anticipated procedural complication.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully-covered stent was implanted on (B)(6), 2011 as part of the (B)(4) wallflex biliary fc benign stricture study clinical trial. According to the complainant, the stent was implanted within the mid-bile duct. On (B)(6), 2011, the patient developed cholecystitis. The type of treatment administered was not provided. The stent remains implanted. The event is considered resolved without residual effects.